Manufacturer narrative:
No sample material was available for investigation. No information about medical history was provided. A general reagent issue could be excluded. The investigation did not identify a product problem.

Manufacturer narrative:
The cobas e801 analytical unit serial number was (B)(6) . The samples were centrifuged at a high speed before being tested. The investigation is ongoing.

Event description:
We received an allegation about questionable results not matching the patients' clinical diagnosis for 2 patients when tested with elecsys anti-hav igm assay on a cobas e801 immunoassay analyzer. Sample 1 (patient 1): initial result: 1.09 coi. 1st repeat result: 1.10 coi. 2nd repeat result: 1.09 coi (tested with the same lot and different pack number). 3rd repeat result: 1.06 coi (tested with the same lot and different pack number). Sample 2 (patient 2): initial result: 1.50 coi. 1st repeat result: 1.48 coi. 2nd repeat result: 1.49 coi (tested with the same lot and different pack number). 3rd repeat result: 1.50 coi (tested with the same lot and different pack number). Both samples' results were interpreted as false positive.